Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was subsequently removed from service and replaced. No additional adverse patient effects were reported.